Event description:
The surgeon used the endoclip applier but it did not work properly. He had difficulty controlling the bleeding. It was a laparoscopic case that turned into an open cholecystectomy. The surgeon states there was no harm to the pt. We have had several problems with this equipment. Our or surgical leadership team will meet with the vendor to come up with a plan.